Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient who was in an induced coma experienced decreased sedation related to the fentanyl infusion leaking from the connection between the primary set and extension set. A crack was noted in the female luer of the extension set.